Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the complaint history was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were identified.

Event description:
Account alleges when placing an aero610 the stent fractured. No patient injury.